Event description:
It was reported there was an error code. Service disk was attempted. Kept getting serious programmer problem with the above code. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer powered up to a system error; hard drive reconfigured and software reloaded to resolve issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.